Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. Device uploaded properly using care link. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No absence of occlusion alarm noted during testing. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Hardware low level failures error alarmed during self test due to broken trace at on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Device had minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer¿s current blood glucose value was 300 mg/dl. The customer did not provide information about symptoms. The customer treated high blood glucose with insulin pump and manual injection. Based on customer¿s report customer did allege under delivery. The customer alleges under delivery because they experienced high blood glucose value from last 2 months. The insulin pump passed displacement test and but failed high pressure test. The customer did not reported air bubbles and leak in both reservoir and infusion set. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer reported insulin pump was not worn during a medical procedure. Customer reported bolus wizard was programmed accurately. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.